Manufacturer narrative:
One (1) certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use. The screw can be seen fractured across the threads. No per form and no pre-existing conditions were provided. Bone density type is unknown. The reported product was located on an unknown tooth site, and was used for an unknown amount of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided additional x-ray images of the product. X-rays provided confirmed the fractured screw within the implant as reported. No allegation against the abutment has been reported, and x-rays shows the abutment was placed with a new screw. The associated device (ifnt3210) remains implanted and was not reported. DHR review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iuniht, dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (iuniht). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. However, based on the investigation and risk file review, the most likely cause for the event is patient parafunction over the course of the device use.

Event description:
No additional event details were provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter email address: not provided. Device not returned.

Event description:
It was reported that abutment screw (iuniht) fracture. No allegation against the abutment / implant was reported and customer confirmed the abutment is in perfect condition. A new abutment screw will be placed instead.